Event description:
It was reported that during an unknown procedure, the device would not staple, the device only released a few staples. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.